Event description:
Complainant alleged that during a routine shift check by a clinician, the device when powered on in defibrillation mode inappropriately charges to 200 joules. The customer has sent the device to a third party biomedical facility for repairs. The complainant indicated that there was no pt involvement in the reported failure.